Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the initial power on sequence successfully boots to the login screen. There were no video issues encountered. Computer passed all testing with no problem found. Testing was unable to duplicate the issue. As previously reported, a replacement computer was shipped to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2014 a medtronic representative, following-up at the site, reported tests revealed that communication between the camera and the polaris spectra system control unit (scu) could not be established. The universal serial bus (usb) was in functional failure. The wireless mouse did not communicate. Other usb ports were used. The reported issue occurred prior to the start of a procedure, during preparation. There was no patient present. - return requested. Replacement computer shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system that became unresponsive; once the image on the monitor resembled a sand-storm. No further details regarding the problem, were provided. There was no patient present when this issue was identified.